Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the anchor broke. All broken pieces were removed successfully.

Manufacturer narrative:
Alleged failure: during medical intervention the implant is broken in half, without any external condition or excessive force. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: hard bone, excessive force applied on device, incorrect angle of attack (too steep/shallow), no pilot hole prepared in the event of hard bone, or incorrect instrumentation used to prepare pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the anchor broke. All broken pieces were removed successfully..